Event description:
It was reported that the filter was tilted and had perforated the inferior vena cava (ivc) wall. On (B)(6), 2010, the patient was implanted with a greenfield filter following pelvic fracture secondary to a motor vehicle collision. On (B)(6), 2019, the patient received an abdominal CT scan to evaluate ivc filter placement. The filter apex was slightly tilted anteriorly by 15 degrees. Additionally, the distal 7 mm of the 4 filter struts were perforating the ivc wall. No adjacent structures were perforated. No further patient complications were reported.